Event description:
On (B)(6) 2025, following a pulmonary vein isolation procedure performed on (B)(6) 2025, the patient developed an esophageal fistula and expired. The procedure was successfully completed with no noted performance issues.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the case study were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Additionally, no display, power, or temperature anomalies were noted during review of the case study. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Additional information: d4, g3, h2. New information confirmed the lot number of the complaint device is 10556852.